Event description:
During a new device incoming inspection, the customer found that the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported malfunction. The cause for the malfunction was determined to be the power/therapy wire harness that was not fully latched to the j41 connector on the power pcb assembly. Once the wire harness was fully latched and reconnected, the device powered on and operated normally. A replacement device was provided to the customer.